Manufacturer narrative:
Concomitant products: product ID 8709, lot # l72771, implanted: (B)(6) 2000, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that a bridge bolus was not performed. It was reported that at the last refill the healthcare provider (hcp) changed the morphine concentration (increased) and did not do a bridge bolus. Left the old numbers programmed and the dose increased to account for the conc. Increase. Patient had not experienced any symptoms. Drugs in the pump were morphine and baclofen. Additional follow-up indicated that the event happened at the patient's last refill, which was (B)(6) 2013. The drugs used in the pump were morphine 11.2 mg/ml, bupivicaine 33.8 mg/ml, clonidine 451.1 mcg/ml and baclofen 84.6 mcg/ml. The patient was on flex dosing with a total daily dose of morphine 3.711 mg/day, bupivicaine 11.199 mg/day, clonidine 149.46 mcg/day, and baclofen 28.030 mcg/day. At the refill on (B)(6) 2013, the morphine concentration was increased to 12.3 mg/day and everything else left the same. Reporter did not know any details about the baclofen. The patient did not have any symptoms. A bridge bolus was not performed because the hcp thought by increasing the concentration it was the easiest way to simply increase the dose of morphine the patient was getting once it reached the csf (cerebrospinal fluid). The settings were changed at the refill on (B)(6) 2013 to reflect the correct concentrations and desired dosages. The flow rate was kept essentially the same, and no bridge bolus was performed at the (B)(6) 2013 refill. The patient was doing fine and receiving effective therapy.